Event description:
Info from health care provider indicates that device was explanted due to wound dehiscence and infection. F/u letter will be sent to health care provider for further info about this event. Device was returned to MFR for analysis.